Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it or some other product condition contributed the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The monipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." If advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
Customer's father reported that his daughter's blood glucose ranged between 251 and 427 mg/dl (exact times not reported). When they removed the device the cannula was bent but no occlusion alarm was initiated.